Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that while attempting to defibrillate a (B)(6) female patient, the device failed to discharge. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
Zoll medical corporation evaluated the device and the customer report was not replicated or confirmed. The device was put through extensive testing which bench handling and functional stress testing without duplicating a malfunction.. The device was recertified and returned to the customer. It is noteworthy to mention this is typical performance when the device is unable to successfully complete the charge cycle within 25 seconds. The battery used at the time of the reported event was not returned for evaluation. No trend is associated with reports of this type.